Event description:
Reporter alleged obtaining the results of 435 mg/dl and 185 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 12 units of apidra solostar insulin as normal and he also took an additional 18 units by mistake. Reporter stated that he ate a little more food than normal for breakfast when he began feeling shaky after taking the insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.